Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to complete troubleshooting. Customer successfully resumed insulin delivery. Customer's blood glucose was 234 mg/dl at time of event.